Event description:
It was reported that when a surgeon was performed by an open reduction and osteosynthesis, a guide wire was installed, along which a 4.0 captive screw was started. After a complete immersion of the thread into the bone, the screw became difficult. The surgeon put a manual effort, after which a screw fracture in its threaded part occurred. The threaded part of the screw remained in the bone. Technically it was not possible to remove it. The patient was discharged home. Their condition was satisfactory.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. H6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the cannscr ø4 self-drill l36/12 tan gold was broken from the thread shaft. No post-operative x-ray were provided therefore the embedded allegation cannot be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the cannscr ø4 self-drill l36/12 tan gold would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 407.636 lot no: 5l02290 release to warehouse date: 12 june, 2019 manufacturing site: werk grenchen a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the screw fractured, part of which remained in the bone. Given the localization, removing the remainder of the screw was accompanied by such surgical risks as iatrogenic bone fracture. In this regard, it was decided to leave the threaded part of the screw in the bone, taking into account that the remainder of the screw will not interfere with movements in the elbow joint, the remainder of the screw is not located in the growth zone and the installed screw is mr-safe. However, it is worth noting that a hole was made in the fragment that was supposed to fix the screw, through which it was technically impossible to reinsert a new screw. Therefore, the surgeon was forced to make a new channel for the new screw, which increases the likelihood of a fracture of the fragment throughout the entire period of fracture healing. There was a surgical delay. An attempt to remove the broken screw and insert a new one into the new canal. Additional intervention was required.